Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a cartridge leak issue. Reportedly, the leaking had occurred with five cartridges. The reporter confirmed that the patient was using cartridges appropriately per instructions for use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2015 with the following findings: eleven unopened cartridges were returned for investigation. A visual inspection of the cartridges was performed. No damage or defects were noted. Leak testing was performed with no failures observed. A retain sample cartridge from the same lot was also tested with no failures found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.